Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received several no delivery and motor error alarms. The customer stated the no delivery alarms were resolved by a complete set change. The customer also reported a motor error alarm. Troubleshooting found the insulin pump was able to rewind. Customer's blood glucose was unknown. The customer will not be returning the reservoir for analysis.